Manufacturer narrative:
Initial reporter email address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported via regulatory agency unknown side "intracapsular rupture" of a saline tissue expander. Device has been explanted.